Event description:
Patient presented to the ER after receiving a high number of hv shocks. Data showed noise on the atrial and ventricular leads. (B) (4) suggest that the noise was possibly caused by an insulation breach on both of the leads, as they are touching together. Noise was not reproduced by pocket manipulation. Physician and patient decided to turn the hv therapy off. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.